Event description:
Device 1 of 2, mfg report reference: 1627487-2019-04712. Follow up information received that only one lead was explanted and replaced. Note: it is unknown to the manufacturer which lead was explanted and replaced, therefore both leads are being reported on.

Manufacturer narrative:
The results, method and conclusion codes along the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 1627487-2019-04712. It was reported that the patient experienced a lead migration. The physician administered injections that showed one lead had migrated. The patient underwent surgical intervention to replace the migrated lead. It is unknown to the manufacturer at this time if one or two leads were replaced. Therefore, both devices are being reported on.